Event description:
It was reported that a patient experienced an over-infusion with an infusor. The infusor was filled with d5w (dextrose 5% in water) and 5fu (5-fluorouracil) 4870 milligrams to a total fill volume of 253 milliliters and was set to infuse in 46 hours, however, the infusion completely infused in 20 hours. Subsequently, the patient was sent to the emergency department for cardiac follow-up and was monitored in case an antidote was required. It was reported that the filter was not used during drug compounding. A carrying case was used by the patient around their waist. The flow restrictor was not paced at the same head height as the reservoir. The flow restrictor was not taped to the patient¿s skin. The flow restrictor did not come in contact with any heating source. The patient¿s body temperature did not elevate. At the time of this report, the patient was reported to be stable. Four days after the receipt of this report, the patient was discharged from the hospital (no further details were provided). No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was clarified that the 5fu and d5w (dextrose 5% in water) was not completely infused, however, the solution was infusing faster than expected. After 20 hours of infusion, the amount of solution left in the infusor was less than expected, so the infusor was disconnected. The patient presented to the hospital for preventative reasons only. The patient had no symptoms. The patient did not receive an antidote. Due to the event, the patient was hospitalized for four days. One actual and four companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual unit was received containing 48ml of fluid in its bladder. Visual inspection on the actual and companion units via the naked eye revealed no signs of physical abnormality that could have caused the reported issue. An attempt to reproduce the reported problem was not possible because the testing facility does not have the drug 5-fu in order to accurately reproduce the reported problem. Therefore, a functional flow rate test was performed on the actual and companion units. The results of the functional flow rate test are as follow: calculated flow rate (ml/hr) = 4.91 (actual unit), 4.99 (companion unit #1), 4.99 (companion unit #2), 5.00 (companion unit #3), 4.72 (companion unit #4), normalized flow rate (ml/hr) = 5.04 (actual unit). The flow rates were found to be within the product specification range. The normalized flow rates are not applicable for ¿companion¿ units because these units have not been used by the customer. Based on the functional flow rate test results, the actual and companion units were determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured august 30, 2014-august 31, 2014. Should additional relevant information become available, a supplemental report will be submitted.